Event description:
It was reported the customer states that the brand new unit is not sucking. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Male wick).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. 4. Plug the purewick¿ urine collection system power cord into device outlet (b) and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. 5. Place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. 6. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. 7. Turn on the purewick¿ urine collection system by pressing the on/off switch. The purewick¿ urine collection system is working when the switch lights up green and the device makes a soft humming sound. 8. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). The system is now ready for use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the customer states that the brand new unit is not sucking. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Male wick). Per customer via email on (B)(6) 2025, it was reported that lowered the unit from the side table to the floor but I find I still have to get out of bed to lift the tube to stop the gurgling sound coming from the catheter bag after my husband urinates. Some urine still stays in the bag at times. Sn #(B)(6), pw200, 2025-05-15 date of mfg. (B)(6).